Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with calcification near the puncture site, resistance was noted during the insertion of the sheath. Subsequently, the valve was implanted in the patient. Following valve implant, resistance was also observed while closing the access site using a suture-mediated closure repair system. A dissection at the access site was noted. Per the physician, the dissection was most likely due to the suture-mediated closure repair system used. Endovascular treatment was attempted but the guidewire would not pass through the lesion. The intimal flap was instead surgically removed. A contrast study revealed that the blood flow to the periphery was good, but the stenosis remained. A balloon dilation was performed. No additional adverse patient effects were reported. Additional information was received that the access site for the delivery catheter system (dcs) and the vascular injury were both on the right side. Per the physician, the dcs did not contribute to the injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with calcification near the puncture site, resistance was noted during the insertion of the sheath. Subsequently, the valve was implanted in the patient. Following valve implant, resistance was also observed while closing the access site using a suture-mediated closure repair system. A dissection at the access site was noted. Per the physician, the dissection was most likely due to the suture-mediated closure repair system used. Endovascular treatment was attempted but the guidewire would not pass through the lesion. The intimal flap was instead surgically removed. A contrast study revealed that the blood flow to the periphery was good, but the stenosis remained. A balloon dilation was performed. No additional adverse patient effects were reported.